Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at t9 to l3. It was reported that the plugs could not be broken off at left t12 and right l2. The surgeon did no implant the plugs at t12 and l2. The surgeon stated that he had added too much force onto the set screw when he tightened the screw. The set screw reportedly might have been cross threaded.

Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at t9 to l3. It was reported that the plugs could not be broken off at left t12 and right l2. The surgeon did no implant the plugs at t12 and l2. The surgeon stated that he had added too much force onto the set screw when he tightened the screw. The set screw reportedly might have been cross threaded.

Manufacturer narrative:
(B) (4). This part is not approved for use in the united states; however, a like device catalog # 8281248, 510k # k041282 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 8281248, 510k # k041282 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.